Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, doors three and four failed intermittently. The customer reported that the malfunction resulted delay in dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower doors 3 and 4 had failed intermittently. A field service engineer confirmed that the latches had already been cleaned and greased prior to the assessment. To troubleshoot the issue, all doors were manually released using the release lever, and the center column was carefully removed from the tower. The fse then disconnected the harnesses for both doors from the controller board and reconnected them to resolve the issue. The system functioned as intended after the field service engineer repaired the device.